Manufacturer narrative:
Device is a combination product. (B)(4). The promus premier, mr, ous 4.0x38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the stent detached and was separated from the (stent delivery system). Additional information was requested on how the detach occurred but no further information was made available. The first three struts on one end showed no sign of damage, remaining struts severely damaged; flattened, distorted stretched and misaligned. The balloon cones were reviewed and no issues were noted. The balloon wings appeared to be tightly wrapped and evenly folded. Crimp stent markings evident on balloon wall indicating wall overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks along the catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. The 30% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and detachment.